Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city, manufacturing region, postal), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The reload was attached to the returned instrument. The I beam was partially retracted. The laminates hooks were examined under a microscope and were found to be damaged. Staples could be seen in the jaws of the reload. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5d1011) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5e0919) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5c1215) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5d1011). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical lung resection, despite being able to press the green safety button, the handle could not be squeezed and the instrument did not fire. The tissue being resected was described as extra thick, which required opening three staplers to complete the resection. In each instance, the stapler would not fire due to the thickness of the tissue. A new reload was used to resolve the issue. No patient complications have been reported as a result of this event.